Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab; incomplete/interrupted firing cycle. The analysis results found that the tr45w reload was received partially fired and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device did not fire at all. The surgeon opened the instrument then the magazine fell out of the instrument. The surgeon tested it at the pad. No further information is available. No adverse consequences reported.